Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the synchron lx I 725 instrument. A pt sample was tested for accu tni and a result of 12.25ng/ml was obtained. The result was reported out of the lab. The pt was transferred to another hosp and had a "normal" troponin result. (Method and actual result was not provided). Physician then questioned the initial result and requested lab to re-run the sample. The repeated accu tni result was 0.03ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc from the date of the event was within the customer's specifications. A system check conducted in 2007 passed. The sample was collected in a 13x100, lithium heparin tube. A field service engineer (fse) was dispatched to the customer's lab: the fse performed diagnostic testing which passed within specifications. The fse ran precision test on low level accu tni control and obtained good results. The fse verified instrument per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.